Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The problem was resolved by using a non-tandem charging cable and wall adapter, after which the pump began charging. Tandem technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting, and a replacement tandem wall adapter and charging cable were sent via two-day shipping.